Event description:
The customer reported his blood glucose reached "high" (>500 mg/dl) less than 6 hours after the pod was activated and he gave himself a manual injection of 10 units of insulin. He stated that during the activation process he did not feel the pinch of the needle inserting the cannula into his skin. About 2 hours after the pod was activated he heard a loud click. He was unable to view the pink slide insert.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. No product lot number was reported therefore no qualification records were reviewed.